Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, the patient was unable to adapt due to optic nerve deterioration. The lens was explanted. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. One half of the iol is returned in the lens case. Solution is dried on the returned segment. Loose fibers and particulate are also present on returned segment. Reporter stated low adaptability to diffractive iol due to existing patients. Ocular disease (optic nerve deterioration). The iol was replaced with monofocal lens. The manufacturer internal reference number is: (B)(4).

Event description:
The lens was explanted and exchanged with monofocal lens after 9 months following the initial procedure.